Manufacturer narrative:
This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an uknown quantity of false negative results with the ID now covid-19 assay performed on unknown dates. Per the customer, an unknown quanitity of patients have tested negative prior to transferring to another hospital. Upon arrival at the new hospital, an unknown quantity of patients have tested positive using an unknown method. The time between the ID now covid-19 assays and the patient transfers or confirmatory test were not provided. Although requested, the customer refused to provide any further information. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.